Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was unable to swivel the pendant.  No patient was present when the issue was identified.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000556, serial/lot #: unknown. A manufacturer representative went to the site to test the equipment. It was reported that the plungers were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.